Event description:
The doctor reports that the dental implant were removed to peri-implantitis. The doctor confirms that the procedure was not completed with another implant and that the patient should return in the future without any impact on the patient's health. After one year and a half from placing the implant and prosthetic rehabilitation, doctor noticed that there was loss of integration so he has to remove the implants.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Lot and UDI number unknown / not provided.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). D9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. *h4: device manufacture date not available, lot number unknown. Sterilization record review could not be performed as the lot number associated with tsvm4b10 is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. DHR review was completed for the subject lot number 1231607. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review could not be performed, as the lot number associated with tsvm4b10 is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Sterilization record op# (B)(4) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified.

Event description:
No further event information is available at the time of this report.